Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. One opened phacoemulsification tip without a wrench in a plastic bag was received. The phacoemulsification tip was visually inspected and found to be conforming. The threads were checked with a go/no-go 4-40 thread gage and the threads were deemed to be conforming. There was wear on the back of the flange, thread area and nut corners consistent with threading on a handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation could not confirm the phacoemulsification tip to handpiece interface issue, the phacoemulsification tip was visually and functionally conforming. The root cause cannot be determined from this evaluation as the threads were conforming. No action was taken as the phacoemulsification tip was manufactured to specification. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported this report of tip came loose and could not be used while using the ultrasonic handpiece. The surgery was completed after replacing the tip with another one. The procedure type was unknown, with no report of a patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).